Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter was reading her blood samples as control solution results. The complaint was classified based on the customer service representative (csr) documentation. The patient informed the csr that the alleged meter issue began on (B)(6) 2017. The patient reported testing her blood glucose with the subject meter and obtaining results of ¿57, 176, 304, 105 and 173 mg/dl¿ which the meter flagged as control solution tests. The patient stated that she manages her diabetes with humalog insulin and denied making any changes to her usual diabetes management regimen as a result of the alleged meter issue. The patient reported that an unspecified time after the alleged issue started, she developed symptoms of ¿shaking and sweating¿. In response to the symptoms, the patient claimed she consumed food and drink. The patient denied that her blood glucose was tested with any other device. At the time of troubleshooting, the csr confirmed the correct testing process was being followed and the test strips were in good condition. The csr walked the patient through a retest and noted the alleged issue could not be resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.